Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation corrosion was found on the system board. The system board was replaced and the unit functioned as designed. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that the device continues to flash while the device is actively monitoring which makes the measurements difficult to read. No consequences or impact to patient.